Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain and hip arthropathy. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), polymenorrhoea ("hormonal changes describe: I had a period every 2 weeks") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine haemorrhage, dysmenorrhoea, dyspareunia, fatigue, polymenorrhoea, vaginal discharge and bladder disorder had resolved. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perforation, polymenorrhoea, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: unilateral occlusion (left tube); on (B)(6) 2008: unilateral occlusion (right tube occluded hysterosalpingogram : on my second test, there was so much pressure used that they cause the first blocked tube to leak, causing extreme pain. 1st hsg the right side was blocked, left side leaking. 2nd hsg both sides were blocked. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue , hormonal changes describe: I had a period every 2 weeks, vaginal discharge , bladder problems, abnormal uterine bleeding", reporter, lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), uterine perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure (batch no. 52430u- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera. Concurrent conditions included low back pain, hip arthropathy, type 2 diabetes mellitus since 2002, pain in hip since 2010, hyperlipidemia since 2012, vulval itching, menstruation abnormal and anemia. Concomitant products included ibuprofen and narine (claritin-d) since 1998. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), polymenorrhoea ("hormonal changes describe: I had a period every 2 weeks") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine haemorrhage, dysmenorrhoea, dyspareunia, fatigue, polymenorrhoea, vaginal discharge and bladder disorder had resolved. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea, uterine haemorrhage, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: unilateral occlusion (left tube); on (B)(6) 2008: unilateral occlusion (right tube occluded. Pathology test - on (B)(6) 2009: adenomyosis. Hysterosalpingogram : on my second test, there was so much pressure used that they cause the first blocked tube to leak, causing extreme pain. 1st hsg the right side was blocked, left side leaking. 2nd hsg both sides were blocked. On (B)(6) 2009 pathology test was done having result uterus and cervix, hysterectomy: cervix: no significant histopathologic change. Endometrium; weakly proliferative with evidence of shedding. Myometrium: adenomyosis, leiomvoma. Case clinical information: abnormal bleeding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, weight gain, abnormal bleeding. Most recent follow-up information incorporated above includes: on 26-oct-2018: update of information (batch is invalid). On 26-oct-2018: following internal quality review, the event "perforation" was recoded to "uterine perforation", treated with hysterectomy. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure (batch no. 52430u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera. Concurrent conditions included low back pain, hip arthropathy, type 2 diabetes mellitus since 2002, pain in hip since 2010, hyperlipidemia since 2012, vulval itching, menstruation abnormal and anemia. Concomitant products included ibuprofen and narine (claritin-d) since 1998. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), polymenorrhoea ("hormonal changes describe: I had a period every 2 weeks") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine haemorrhage, dysmenorrhoea, dyspareunia, fatigue, polymenorrhoea, vaginal discharge and bladder disorder had resolved. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perforation, polymenorrhoea, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: unilateral occlusion (left tube); on (B)(6) 2008: unilateral occlusion (right tube occluded pathology test - on (B)(6) 2009: adenomyosis hysterosalpingogram : on my second test, there was so much pressure used that they cause the first blocked tube to leak, causing extreme pain. 1st hsg the right side was blocked, left side leaking. 2nd hsg both sides were blocked. * on (B)(6) 2009 pathology test was done having result uterus and cervix, hyste.;aectomv: cervix: no significant histopathologic change. Endometrium; weakly proliferative with evidence of shedding. Myometrium: adenomyosis, leiomvoma case clinical information: abnormal bleeding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, weight gain, abnormal bleeding . Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received "lot number and reporter information added. Patient aka name added. Medical record received concomitant condition and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6)2009. At the time of the report, the device breakage, perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device breakage, genital haemorrhage, pelvic pain and perforation to be related to essure. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.